Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during the removal of a laparoscopic grasper, the seal of the device disengaged. They stopped using the 5mm reducer cap to complete the case. No patient injury.